Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that during a laser assisted dense cataract procedure, when the surgeon was inserting a toric intraocular lens implant (iol) into the capsule, the surgeon had difficulty rotating the iol with a chopper to his desired axis. Multiple attempts were made. He mentioned that he was not sure if the anterior capsule was still intact. The primary incision was widened to explant the planned iol and insert a different model iol into the sulcus. A suture was used to close the wound. The surgeon indicated he may have nicked the capsule nasally while phacoing the lens and then tore it with the chopper while trying to rotate the toric lens to axis, but he could not be completely sure.

Event description:
Additional information was received from the surgeon reporting "all is fine" with the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. (B)(4).